Event description:
A malfunction on a pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset process, after which the malfunction code did not recur. The customer was advised to monitor the situation and call back if the issue reappeared, which they acknowledged and understood.